Manufacturer narrative:
Device repairs for implementation of (B)(4).

Event description:
The customer reported that when admitting/discharging a patient the system clock shows up, a blue screen is provided and the system and reboots. There was no patient incident.